Event description:
It was reported that the customer had a piece of plastic coming off by the reservoir lip. Customer's blood glucose was 45 mg/dl and patient ate twizzler to treat. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.